Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that review of the remote monitor transmission revealed ventricular high rate episodes that appear nonphysiologic. It was further reported that there is an abrupt impedance rise and both magnet and nonmagnet strips show possible failure to capture. Additional information noted that the tip conductor was noted to be fractured. The lead has been reprogrammed and remains in use. No patient complications have been reported as a result of this event.